Event description:
It was reported the system was displaying intermittent fast stop activated error messages. This causes the system to shutdown, resulting in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5 volt and 24 volt power supplies. The system operates as intended.